Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification number was not provided by the complainant. (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2016, the physician was taking a sample and the operating room (or) power shut off. The power restored and the patient was "bleeding heavily and they had no view". The physician decided to perform a hysterectomy. The physician believes that "she hit a blood vessel which caused the bleeding". The patient is "fine".